Event description:
It was reported that when the vns pt was seen for a follow up appointment on (B)(6) 2010, and upon initial interrogation of the generator, the settings were not at the intended settings. The settings that were communicated were that of system diagnostic test settings. Review of the programming and diagnostic history on the physicians hand held revealed that the pt was seen for follow up previously on (B)(6) 2010, where a system diagnostic test had faulted, and there was no final interrogation performed to ensure that the patient's left the office at the intended. The device settings were re-programmed at the follow-up appointment on (B)(6) 2010.

Manufacturer narrative:
Analysis of the programming history.